Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7151987.

Event description:
It was reported that the patient was experiencing inadequate pain coverage. Imaging revealed that the spinal cord stimulation (scs) leads has migrated out of epidural space. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively. The explanted devices will not be returned per facility policy.